Manufacturer narrative:
B3 ¿ the date of the event is unknown; therefore, the event date will be recorded as the first day of ICU aware date. E1 - initial reporter phone- (B)(6). The suspect pump was returned for evaluation. The event history log (ehl) was unable to reviewed due to error code 1261. A review of the 12-month service history confirmed that no service records were identified during this period. A visual inspection and functional testing were performed; it was observed that the defective lcd display. The reported issue was confirmed; however, the probable cause was defective mainboard. Returned unrepaired to the customer as per customer's request.

Event description:
It was reported that during use, the pump displayed a error code "1261". This is a high-priority alarm that prevents device operation and interrupts therapy. There was a patient involvement, but no patient harm or adverse event reported.